Event description:
The ecp operator noted that during cycle 1 in the buffy coat mode the bowl made a popping sound and subsequently sprayed blood products, described by the ecp operator as foamy, around the centrifuge lid. The ecp operator observed a large amount of blood products in the centrifuge and on the top surface of the unit. Neither the operator nor pt had blood come into contact with them. The ecp operator reported that the centrifuge was lubricated on a monthly basis, at the beginning of the month, but does not have this month's lube schedule yet to confirm that lubrication had taken place. After the above-noted incident, the pt was started on another instrument in order to complete the treatment which was reported as uneventful. The pt was given 250 ml of 0.9% saline solution between the two treatments. For the first treatment there was no return to the pt and pt lost approx 125 ml of erythrocytes in the bowl, 105 ml in the recirculation bag of buffy coat and about 170 ml of saline and plasma in the plasma/return bag; the total amount of blood and blood products lost was estimated to be in excess of 400 ml.

Manufacturer narrative:
Engineering inspection of the bowl from the incident demonstrated a base break. However, the base did not completely separate from the side wall. For 2007, the leak rate for centrifuge bowl leaks at the base is 0.12 per thousand kits shipped. The leak rate in 2006 was 0.33.